Manufacturer narrative:
Correction: additional information: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the cause of peritonitis was due to touch contamination. It was also reported that the peritonitis occurred during a hospital admission for bronchiolitis. Apd disposable set with cassettes, transfer set, disconnect caps / minicap, drain bag, titanium adapter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with intraperitoneal vancomycin for two weeks. The pd fluid cleared but then a week after stopping antibiotics there was a recurrence of cloudy fluid. The patient was treated with three weeks of intraperitoneal vancomycin and oral rifampicin. At the time of this report, the patient was recovered and pd therapy was ongoing. No additional information is available.